Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and it was also noted that the right ventricular (rv) lead had an increase in thresholds. The ra lead remains in use and the rv lead has been explanted and replaced. No further patient complications have been reported as a result of this event.